Event description:
It was reported that during a follow-up session, while the atrial threshold test was being performed in aai mode, a ventricular pace occurred approximately 100 msec before the atrial pace. This also occurred when testing the atrial threshold in aoo and adi modes. The threshold could be tested normally in ddd mode. Ventricular sensing, simultaneous with the atrial paces, was also noted on the egm (electrogram). A few days later at another device follow-up, the patient complained of palpitations since the previous follow-up. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device memory was reviewed. Sensing and pacing sequences were normal in dual chamber modes, vvi mode, and odo mode. Abnormal event sequences were noted when the pacing engine operated in single chamber atrial modes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).